Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between and the patient¿s expiration could not be conclusively determined through this investigation. It was reported that the patient¿s anticoagulation was held as the patient underwent a nephrectomy. The patient had bleeding complications after the procedure and developed suspected device thrombus, with their ldh peaking at 4849u/l. The patient was transferred to palliative care as they were not a candidate for pump exchange due to their advanced age, limited mobility post nephrectomy, and desire to not move forward. The patient remained ongoing on vad support until they ultimately expired on (B)(6) 2019. The account communicated that the heartmate ii lvas was not explanted and therefore will not returned for evaluation. The heartmate ii lvas IFU lists thrombus, hemolysis, bleeding, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines the indications of thrombus, as well as how to respond to such events. Information regarding recommended anticoagulation and inr range is also provided in the IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent nephrectomy and developed suspected pump thrombosis with lactate dehydrogenase level of 4849 after holding anticoagulation and bleeding complications. Patient transferred to palliative care as he was not a candidate for a pump exchange due to advanced age, limited mobility post nephrectomy, and the patient desire to not move forward. The patient passed away. The device was not explanted.

Event description:
Additional information was received on 11dec2019. It was reported that the thrombus was not confirmed and thrombosis was suspected to be device related.